Event description:
It was reported to bsc/target that during the procedure gdc 18-3d 3d-shape synerg detection circuit prematurely detached in the catheter after pushing it 2 to 3 times. The device migrated to the middle cerebral artery and totally occluded the artery. The device was successfully retrieved. The patient has no sequelae. Only the pusher wire will be returned for analysis.